Event description:
Caller is asking about alpc that failed on (B)(6) 2023. Reviewed (B)(6) 2023 cl transmission with her. Ra lead trending is stable. Discussed alpc. It is noted that the rv lead has high threshold and low impedance per lead trending and there was a rv unipolar lead warning on (B)(6) 2022. Caller states that the rv lead impedance/threshold is chronic and she does not know when those issues started. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).